Manufacturer narrative:
Initial reporter foreign zip code: (B)(6). Other: no evaluation conducted to date pending device return.

Event description:
T2 pre-deployment t2 was deployed before pushing the button.

Manufacturer narrative:
Visual assessment of the device shows the insertion needles are twisted and bent. Actuators are advanced distally within their needles. Devices were functionally tested for proper actuator advancement and cycling, devices would not function properly due to the bent needles. After the evaluation the root cause for the reported issue was determined to be user error. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.

Event description:
It was reported that t2 of the fastfix 360 device was predeployed during a meniscal repair procedure. A delay between 10-30 minutes was reported. A backup fastfix device was used to complete the procedure. No injury or complications were reported.